Event description:
The bed wetting device malfunctioned and got so hot that the batteries exploded and leaked out. Something inside the alarm shorted out and caused this problem. My son was wearing it at night but luckily removed the device before the batteries exploded. The hot temperature made the battery door that holds the batteries in place melt. If my son were wearing it, it may have injured him very badly.